Event description:
It was reported via repair work order that the lift was stuck in trend due to a damaged lift motor and (2) damaged power coil cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.